Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that they are not feeling stimulation like they should/use to. Caller stated that they don't really feel stimulation and then they will just be walking and feel like they are getting "zapped" and then it will stop and they don't feel anything for a while. Caller stated that they have tried turning stimulation up but that doesn't really help. The circumstances that led to the reported issue were asked but unknown. The patient was redirected to their healthcare provider to further address the issue. Caller stated they don't know if their doctor is the same, but they will try calling them for next steps.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.